Manufacturer narrative:
G4: 01oct2020 b4: (B)(6) 2020. A central processing unit was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the cold solders on the resistor leads in the buzzer component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
It was reported that the ventilator was alarming a backup alarm failed. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported backup alarm failed issue, and reset all the boards but still the unit alarm. The fse replaced the defective central processing unit (cpu) board. All required tests passed.